Event description:
It was reported that a chest x-ray revealed the ventricular lead dislodged. The lead exhibited loss of capture and noise. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.